Event description:
New information revealed that the lead was repositioned on (B)(6) 2019. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation revealed noise on the atrial lead, which caused inappropriate mode switching, and capturing problem. An x-ray revealed that the lead dislodged. The physician planned to perform a lead revision. The patient was stable.